Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with (B)(4) for suspect device in coaguchek xs system.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with (B)(4) for suspect device in coaguchek xs system.

Event description:
Caller states during a correlation study the following coaguchek xs / coaguchek s results were obtained: 3.9 inr/5.2 inr. Caller reports medication for patient 1 was adjusted based on the coaguchek s result. No medication adjustments were made for patient 2 based on either device result. No adverse events reported. Requested return of suspect system, however, strips were unavailable for return. Replacement was sent.

Event description:
Caller states during a correlation study the following coaguchek xs / coaguchek s results were obtained: 1.7 inr/2.2 inr. Caller reports medication for patient 1 was adjusted based on the coaguchek s result. No medication adjustments were made for patient 2 based on either device result. No adverse events reported. Requested return of suspect system, however strips were unavailable for return. Replacement was sent.